Manufacturer narrative:
The customer indicated the devices were discarded. (B) (4). (B) (4).

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The option-lok male adapters of the tubing sets were connected to the proximal clave y-sites of primary piggyback sets and were being used to deliver unspecified concentrations of leucovorin. After unspecified lengths of time in sue, it was reported that the option-lok male adapters disconnected from the calve y-sites and unspecified volumes of leucovorin leaked. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no delays of therapies critical to the pts. No medical interventions were required. Though requested, no additional info was provided.